Event description:
It was reported that during a da vinci hysterectomy procedure with bilateral salpingo-oophorectomy procedure, the cables at the joint/tip of the megasuturecut needle driver instrument frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment was sticking out at the wrist. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.